Manufacturer narrative:
No button error alarm. The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. We were unable to performed functional test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. Customer's blood glucose was 87 mg/dl.